Event description:
It was reported that the patients ipg was difficult to charge and was taking a longer time to charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned.